Manufacturer narrative:
Additional information reported that the patient was hospitalized for fifteen days due to heart failure a month prior to death. The patient was reported to be using cardioaspirine at the last follow-up prior to death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Medtronic received information from an (B)(6) database which focused on technical support and documented data for patients implanted with transcatheter valves. The information was provided as part of a data set. No other information has been provided regarding this transcatheter bioprosthetic valve. Initial reporter (hcp) information was not available for this data set. The device serial number was not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years following the implant of this transcatheter bioprosthetic valve, death occurred due to aortic valve degeneration leading to severe aortic stenosis and cardiogenic shock. Valve thrombosis was the probable cause of the event. It was unknown if an autopsy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: it is known that thrombus formation may lead to decreased leaflet mobility leading to valve stenosis, which might have occurred in this event. However, with the limited information provided, no images for review, and no device returned for evaluation, medtronic was unable to conclusively determine the cause for this report. A relationship of the heart failure symptoms to the device could not be determined with the limited information available, though it is likely related to patient condition. In this case, it was reported that the death occurred due to aortic valve degeneration leading to severe aortic stenosis and cardiogenic shock. Valve thrombosis was the probable cause of the event. As neither an autopsy nor an explant was reported, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. A device history record review could not be performed as the serial number was not provided. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. This event does not indicate device misuse or malfunction. Additionally, the event description does not indicate a potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.